Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: d4, g1, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 05-dec-2022 to 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that t the user was unable to remove medications because the medication application was not launched. A technical support specialist launched the app in cfnadmin mode, copied the executable file to startup, configured cfnapp for auto login, and rebooted to resolve the issue. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported that when using the fair3b pyxis medstation es system, the medication application was not launched, preventing users from accessing medications. The customer reported that there was no delay in patient care since the nurse was able to obtain medications from the pharmacy in a timely manner. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported that when using the fair3b pyxis medstation es system, the medication application was not launched, preventing users from accessing medications. The customer reported that there was no delay in patient care since the nurse was able to obtain medications from the pharmacy in a timely manner. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to remove medications because the medication application was not launched. A technical support specialist launched the app in cfnadmin mode, copied the executable file to startu, configured cfnapp for auto login, and rebooted to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.